Manufacturer narrative:
A physio-control service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. It was observed that the w01 power/system pcb cable was loose at j1, on the system pcb. After reconnection, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted physio-control to report that their device would not complete power cycle and keeps restarting. In this state the device may not be able to provide defibrillation therapy if it were needed. There was no report and patient involvement with this case.